Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button were need to press multiple time. Customer's blood glucose level was unknown. Customer reported that they had unexplained no delivery alarm and had air in the infusion tube. Customer reported that the battery did not last for more that 4 to 5 days. The insulin pump will not be returned for analysis.